Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure (date is unknown). According to the complainant, during the procedure when the physician attempted to remove the device from the patient the internal bolster detached and fell inside the patient's stomach. The bolster was removed endoscopically. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the device revealed feeding and medication ports to be closed. The c-clamp was found to be closed. The external bolster was located at the 4.5 cm mark and was without issue. The y-port was without issue. The internal bolster was found to be torn and partially separated from the device. The distal end of the tubing presented no tearing. An examination of the internal bolster found the surfaces of the tear to present evidence of failure while undergoing shear force. There were no voids or defects found in the internal bolster that might have contributed to the failure. The returned unit was consistent with the complaint incident that the bolster detached/separated. It most likely detached due to excessive force being used during removal of the device. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure (date is unknown). According to the complainant, during the procedure, when the physician attempted to remove the device from the patient, the internal bolster detached and fell inside the patient's stomach. The bolster was removed endoscopically. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The exact age of the patient is unknown however over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.